Event description:
The customer reported that during testing, the device intermittently failed to deliver defibrillation at 200 joules.

Manufacturer narrative:
(B)(4): the customer reported that during testing, the device intermittently failed to deliver defibrillation at 200 joules. Philips evaluated the device and confirmed the failure. Replacing the therapy pca resolved the issue.